Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed. Test strips were not used to confirm and the machine alarmed. Estimated blood loss was 3 to 4 droplets. Patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been retained for manufacturer's evaluation.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.